Manufacturer narrative:
Investigation: one actual sample was received by our quality team for evaluation. Upon visual inspection of the sample received, the sample was returned as individual blister package with clear perforation cut lines observed; therefore the failure could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the syringe 5ml ll experienced packaging tears while opening leaving shards in sterile room/field prior to device use. The following information was provided by the initial reporter: when separating the syringes from the x5 the packaging of the syringe is ripping and breaking sterility. Therefore this syringe cannot be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml ll experienced packaging tears while opening leaving shards in sterile room/field prior to device use. The following information was provided by the initial reporter: when separating the syringes from the x5 the packaging of the syringe is ripping and breaking sterility. Therefore this syringe cannot be used.